Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming and were spitting out of the device. The clips fell into the patient but were retrieved. A second device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Asku what vessel or structure was the device fired on at the time of the event? Asku was the clip fully advanced into the jaws prior to firing? Yes was there any torquing or twisting of the device present at the time of firing? Asku was any unexpected resistance felt while firing the trigger? Asku were any unexpected noises heard? No. Did somebody other than the primary surgeon fire the instrument? Yes.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No incident related to the reported event was observed during the batch record review.